Manufacturer narrative:
Follow-up # 1 - device evaluation: the device has been returned and evaluated by product analysis on 4/21/2016 with the following findings: there were multiple loss of prime alarm warnings observed in the black box history associated with low non-zero force. The pump¿s ¿ez-prime¿ steps were performed correctly. There were no errors, alarms or warnings which occurred during the investigation therefore the investigation was unable to duplicate the initial ¿loss of prime¿ complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.